Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using an ilet experienced episodes of elevated glucose after dinner with subsequent overnight declines, expressed concern about not receiving enough insulin, and requested a replacement device; troubleshooting and education were provided, and factory reset and additional training were discussed pending consultation with the healthcare provider. Symptoms included hyperglycemia up to 331 mg/dl for about 5 hours with alerts for sustained readings above 300 mg/dl, and hypoglycemia down to 50 mg/dl for a combined 35 minutes with dizziness, dazed feeling, and confusion; the patient treated lows with oral glucose and did not use backup therapy. Outcomes included no professional medical intervention, no assistance needed, and no hospitalization. Investigation included review of device data and user reports with customer care troubleshooting and education. Investigation of this case revealed no device malfunction identified and a possible maladaptation of the automated insulin delivery behavior that could benefit from retraining or a factory reset; the device delivered alerts as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.